Event description:
It was reported that the pta balloon ruptured circumferentially. Reportedly, the balloon detached and remained in the vessel. The detached component was surgically removed. The patient was reported to be doing well following the procedure.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.